Event description:
It was reported that the device was in use with patient for infusion (ampicillin). The reporter stated the device was found to leak at the filter area. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: one cadd administration sets returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. Delamination was found in at least one join of the filter with the tube in all the samples received. Leak testing was performed using hydrostat vessel and leak was observed from the air vent of the filter in the used sample. However, no discrepancies were detected in the unused samples. The reported allegation was confirmed. Per previous complaint, a review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. The IFU for p/n 21-7394-24 was reviewed in order to verify for any condition or caution that could create leaks during the use of the product (see "cautions", as stated in the IFU as100009856-001). DHR review was preformed and there were no relevant findings detected in the DHR's review. As a preventive action manufacturing personnel was notified by the area quality engineer, as awareness of the failure mode reported by the customer.